Manufacturer narrative:
A review of the further investigation has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation was due to "number of symptoms {patient} was experiencing the past 12 months." Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Regulatory affairs reported on behalf of a patient approximately 7 years following implant, devices were "removed due to a number of {unspecified} symptoms." Upon explant, infection and "leaking" were discovered. Patient was "extremely disturbed." Patient later reported "pathology tested positive for p. Acnes on both implant material," capsular contracture of an unknown baker grade, ¿breast swelling, and inflammation.¿ treatment with "antibiotics, pain medication plus vitamins and natural supplements" were given. The device has been explanted. This represents the right side.